Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Later healthcare professional reported "rupture" found during explant surgery and capsular contracture baker grade I. This record is for the left side. The device was explanted. Un-reporting capsular contracture as baker grade I was reported.

Manufacturer narrative:
Continued e1 -- alternate fax number: (B)(6). Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later healthcare professional reported "rupture" found during explant surgery and capsular contracture baker grade I. This record is for the left side. The device was explanted. Un-reporting capsular contracture as baker grade I was reported

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( creases, non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.